Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
This record has been reassessed and reporting back rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "allergan implants are defective". Later healthcare professional reported "chest pain" and "deformation". Later healthcare professional reported "you don't need to collect the devices as these are intact". This record is for the right side. Device was explanted. Un-reporting.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "allergan implants are defective". Later healthcare professional reported "chest pain" and "deformation". This record is for the right side. Device remains implanted.